Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing, low pacing lead impedance, and lead fracture were noted per the remote monitoring report. The patient was called and went to the emergency room. The patient was last seen at the va in (B)(6) 2010, and stated that he would have his lead revised locally. No further information is available.